Event description:
The product complaint report shows that the customer alleged the audible alarm to be intermittent during testing prior to patient use. The hospital biomedical technician inspected the device and verified the reported issue. The biomed replaced the alarm assembly. The device passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.